Event description:
It was reported that the handpiece overheated during a procedure. The same drill was used to complete the case. There was no delay in the case and no adverse consequences alleged with this event.

Manufacturer narrative:
The device is available for eval. However, it has not yet reached the mfg site for investigation. A f/u report will be filed once the investigation is complete.